Event description:
Pt found unresponsive, no hr or respirations. Had been visualized by nurse 5min prior-was sitting up in bed talking, pleasantly confused per pt's norm. Nurse re-entered room to find pt with head stuck between bars on top bedrail, compressing neck/carotid area. Code blue called immediately and nsg staff freed pt's head from bedrail and initiated acls protocol. Pt resuscitated quickly, hr re-established in less than 1 min. Vs quickly improved. Pt intubated, c-collar applied due to potential for neck injury. Red marks to pt's neck and shoulder area due to pressure from bedrail. Pt stabilized and transferred to ICU, physician notified. Investigation immediately initiated, bed removed from service pending further investigation. Notified by nursing staff that c-spine films indicate c5 neck fracture, family declined neurosurgery consult, and pt expired in 2008.